Event description:
It was reported the catheter separated at aroun 7cm for the distal trip after onyx injection. No complication were reported to have occurred with the patient as a result of this event.

Manufacturer narrative:
The facility disposed of this product consequently a returned product analysis will not be possible. The device history records for the reported product lot number have been reviewed and no quality issues were noted. The product met the acceptance criteria prior to release.